Manufacturer narrative:
Conclusion: since the valve has been implanted for 18 years, it¿s very unlikely that the regurgitation / high gradient / stenosis are due to any potential manufacturing issue. From the limited information received, the valve remained implanted. Without the return of the valve for analysis, a root cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eighteen years, one month after the implant of this bioprosthetic valve, this valve was replaced valve-in-valve after the patient presented with elevated gradients, aortic stenosis, and mild regurgitation. Prior to the replacement procedure, the patient's symptoms included fatigue. The replacement was successful with no other adverse patient effects reported.